Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported air bubbles in the donor line. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.